Event description:
It was reported that upon interrogation the ICD was in hw reset mode. The patient had received several shocks the night before. Analysis of ICD revealed that the rv lead was damaged. The pacing impedance data showed a gradual decrease in measurements.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.